Event description:
Reporter states 3rd connector pin from the left is green in color while using the inform system. Reporter states no serious illness/injury. No adverse event reported. The manufacturer's evaluation of the returned device found that the 3rd internal contact was melted and burned.